Event description:
It was reported following removal of this dialysis catheter, the polyester cuff detached and remained in the pt. A small cut down was performed to successfully retrieve the detached cuff. Following cuff retrieval, a hematoma developed which was treated with manual compressions. The pt was kept in the user facility overnight for observation. No further treatment was performed and the pt was released the following day. Another dialysis catheter was not placed as treatment with a dialysis catheter was completed at that time. The pt returned to user facility 10 days later experiencing pain at the insertion site. The hematoma was successfully evacuated. The pt's condtiion is good and has since been discharged. This device has not been received for eval. Therefore no failure analysis is available. The co's follow up revealed the catheter was pulled out of the pt via the proximal end during catheter removal. The co's directions for use outline appropriate removal techniques, which include: "free the cuff from the tissue prior to removal. After removing the catheter, apply manual pressure to the puncture site to control bleeding... Caution: when removing the catheter, do not use a sharp, jerking motion or undue force; this may tear the catheter." Pt anatomy and/or user technique during catheter removal may have contributed to this event. However, co is unable to determine the exact cause for this event.